Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 434 mg/dl at the time of incident. The customer¿s other blood glucose value was 187 mg/dl. The customer treated high blood glucose with 4u of fast acting manual shot. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did not allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information about the auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer was high due to removing her insulin pump prior to the shower and not knowing how to properly reconnect. But for the sake of clarification, auto mode could not have been active as the customer put on the insulin pump and trained only 1 day prior which would not have been enough time for auto mode readiness to activate auto mode.